Event description:
Literature was reviewed regarding the outcomes of transcatheter aortic valve replacement (tavr) in patients with various flow-gradient and ejection fraction profiles. The overall study population consisted of 846 patients who underwent tavr for severe aortic stenosis. A mix of valve types were used in the study, encompassing various medtronic (evolut pro/pro+/fx, n = 380) and non-medtronic (sapien 3/3 ultra, n = 466) brands. The following adverse outcomes occurred: valve malposition, need for a second valve, stroke, major cardiac structural complication, major vascular complication, need for permanent pacemaker implantation, high mean gradient (= 20 mm hg), aortic regurgitation (mild to severe), rehospitalization for heart failure, and acute kidney injury. Additionally, the authors recorded overall one- and five-year mortality rates of 13% and 51%, respectively. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: generic brand name: medtronic transcatheter delivery system, product ID: mdt-trans dcs, serial/lot: unknown, use by date: unknown, UDI: unknown. Citation: yamashita y, baudo m, sicouri s, et al. Clinical outcomes of transcatheter aortic valve replacement in patients with various flow-gradient and ejection fraction profiles. Anatol j cardiol. Published online may 29, 2025. Doi:10.14744/anatoljcardiol.2025.5157 earliest date of publication used for date of event. Earliest approved evolut pro/pro+/fx product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.